Manufacturer narrative:
The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part fiso with a reported unit failure of a fiber optic sensor failure during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passed all testing. No failure confirmed for this part. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) gave a fiber-optic sensor failure even after replacing the iab. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1,g3,g6,h2,h3,h4,h6(type of investigation. Investigation findings, component code, investigation conclusion) h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced assy,fiber optic. Functional check and safety measurement performed.